Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Burnishing and abrasive wear were observed on the proximal articular surface. It was reported that the tibia was partially loose. The third body debris from loosening likely contributed to the abrasive wear. Scratches observed on the femoral component may have been caused by instruments during implantation or extraction. The insert showed both adhesive and abrasive wear likely caused by the loose tibial implant. The tibial tray showed no unusual features.